Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reported that starting on friday he tried to turn his stimulation up on group a and his controller showed him screen 59 ("settings not available"). Patient said that he turned his stimulation down but then wasn't able to turn his stimulation back up then either. Patient said that for group b he is able to increase his stimulation. Caller was redirected to the healthcare provider (hcp). No patient symptoms were reported. 2020-08-10 (B)(4) (rep): additional information received from the manufacturing representative (rep) indicated that the patient got an ¿out of regulation¿ message. When the rep checked impedances on the day of the report, all impedances on electrode 0 were over 40,000 ohms. The rep stated that they changed reference electrodes and impedances were less than 1,500 ohms. They were going to reprogram the patient without using electrode 0. The rep stated that the cause of theimpedance issue was unknown.